Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens, into the patient's eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.